Manufacturer narrative:
Device evaluation summary: the direct current (dc) - dc converter board was returned to medtronic for failure investigation. There was no visible distortion or damage observed that may have affected the function of the board. The returned board was installed in a test ventilator and powered on in service mode. The ventilator powered on without issue. All testing was run successfully. The ventilator was restarted in normal mode without issue. Using settings for a 75 kg patient at 21% oxygen, ventilation was initiated on a test lung. The ventilator left alone to ventilate overnight. Upon checking the ventilator the following day, the ventilator was alarming with 3 red banners displaying on the graphical user interface (gui). The ventilator was powered down and the dc-dc converter board was removed for inspection. Inspection of the dc-dc board found a burnt c83 capacitor, which led to damage of the adjacent gui board. Conclusion: the reported event that a ventilator alarmed ¿no oxygen (o2)¿ before displaying ¿vent inop¿ was duplicated. A root cause of the reported event cannot be determined, as the c83 capacitor on the returned board blew during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed ¿no oxygen (o2)¿ before displaying ¿vent inop¿. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm or injury.